Event description:
It was reported that the patient experienced hypoglycemia after lunch while using the ilet, with the caregiver noting perceived maladaptation and the patient not announcing meals to avoid higher insulin dosing. Symptoms included low blood glucose requiring treatment. Outcomes included recovery after oral carbohydrate intake. Troubleshooting and education were provided, including guidance to treat low blood glucose with 10¿15 grams of carbohydrates every 15 minutes until glucose is above 70 mg/dl and caution that overcorrection can prompt additional insulin delivery. Investigation included a review of user-reported device behavior and patient management practices. Investigation of this case revealed user management factors, including unannounced meals and overcorrection of hypoglycemia with a large carbohydrate load, which could contribute to glycemic instability and perceived maladaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.